Event description:
Additional information received via email. The event occurred during transport. It was not used on a patient. There was no patient injury and no patient harm.

Manufacturer narrative:
One device was returned for investigation. The component was visually evaluated, and the front panel was punctured. The root cause for this event was impact to front panel. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a hole in the front. Patient involvement is unknown.